Manufacturer narrative:
Device is combination product. (B)(4). Visual and microscopic examination of the returned device revealed stent damage. Damage was observed at the proximal end of the stent and struts were raised at intervals along the whole length of the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A kink was identified in the hypotube 230mm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 88% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. Pre-dilation was performed with an unspecified 2.5x20mm balloon. The 3.0x38mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. Additional dilation was performed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. However, device analysis revealed the stent was damaged.